Event description:
Rptr states, the miracle trigger stimulator "brings instant relief" and can kill persons with pacemakers, heart disease and diabetes. Stimulators "barbione" starter is very dangerous and can explode if near a flame. Rptr is also concerned that device is not approved by FDA.